Manufacturer narrative:
The tech found during a between pt inspection of the bed that the foot brake would not hold due to a worn brake pad. The tech replaced the brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the foot brake caster not locking (brakes not holding). The bed was located in a hill-rom svc ctr and not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).